Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Fifty (50) sealed/unused units received for evaluation. All the returned units have been visually inspected and tested for leakage. All the units passed the tests. Review of the device history record (DHR) revealed that, during the manufacturing of the lot involved, a nonconformance was raised for punctured catheter. The nonconformance has been addressed. Bounding was performed and affected product isolated, resulting in 21.000 units in quality assurance (qa) hold; upon disposition, all the units were destroyed. Despite lot history review showed that during the manufacturing of the lot involved, issues potentially relatable to leakage occurred (detected and addressed as per material nonconformance procedure), based on the following: - the device analysis of all the returned units confirmed compliance of the product with the specification. - review of the complaints database showed no other complaints on the lot. - analysis of the photograph provided is not sufficient to evaluate whether the alleged defect is manufacturing or user related. The reported issue could not be confirmed, therefore no further action will be implemented at this time.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the catheter hub. The event occurred while in use with a patient. There was patient involvement and no patient harm/adverse event reported.